Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic splenectomy, the plastic piece on the tip started smoking, then it was noticed that it was melting and coming off. Another device was used to complete the case.